Event description:
The manufacturer received information alleging a ventilator service required condition occurred during testing on the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed during initial evaluation of the device. Evaluation of the service log did confirm the customer's complaint. The device's oxygen blending module board would need to be replaced to address the issue. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.